Manufacturer narrative:
Test strip: 1020313213. Expiration date on: august 2015. Nova max test strip insert - quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Consumer was asked to open a new vial of test strip lot number # 1020313213, expiration date on august 2015. A control solution test was performed showing the test strips to fall within range. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a result of 35 mg/dl on their blood glucose meter. The consumer immediately performed another test using the same meter and strips getting the following results of 166 mg/dl. The difference in the consumer's readings was determined to be clinically significant. During the call to customer support, it was revealed that the consumer did not control solution test their test strips for integrity before use as instructed in our directions for use and the test strips was determined to be out of range. The consumer was educated on these directions for use at the time of call. The test strips will be returned for evaluation.